Event description:
Fresenius changed from crrt dialysis bags. The prior pureflow bags are now called bicarby. They are designed differently and nursing is reporting leaking from the bags prior to and during administration. Pt code: 4582. Device code: 1354. Ref report: mw5186092.